Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided iegm episodes revealed artifacts on the rv and farfield channel, which led to the reported oversensing as well as inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 22 cm distal to the is-1 connector pin. The proximal and distal fragment were received for analysis. A medial fragment (approximately 3 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through between 16 cm and 18 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. The above mentioned abrasion was consistent with exposure to constant friction against the generator housing. Further damages such as stretched shock coils, most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that a shock impedance issue was reported on this lead. Lead remains implanted.